Event description:
Pt with left ureteral stone was having cystoscopy, left retrograde pyelogram, left flexible ureteroscopy with holmium laser lithotripsy, and placement of left ureteral stent. Laser fiber passed through flexible ureteroscope. Laser turned on at 0.5 joules, 8 hertz, 4 watts. Began to break ureteral stone. Laser fiber broke. Surgeon attempted without success to retrieve broken fiber fragment with grasping forceps and stone basket. Fragment pushed into subcutaneous kidney tissue.